Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and loss of sensing; a lead fracture was suspected. The patient was experiencing weakness due to loss of atrioventricular - av ¿ synchrony. The lead was capped and replaced on (B)(6) 2016, restoring av synchrony. The patient was doing fine without any complications post procedure.